Event description:
From insertion to my lower back, the controller had constant problems taking to the generator/battery. Additionally, once on the generator/battery is activated, the unit would be very warm and become uncomfortable. Due to the heat issue, I turned off the unit in early (B)(6). Even after the generator/battery were completely off, the unit was still radiating heat. Over the last couple months, I have had severe instances where the area around the generator/battery had small sharp momentary shocks. Several meetings with the st. Jude medical area rep, trying to address the issue of controller and generator/battery communications issues.